Event description:
User facility reported they experienced difficulty passing the fastener over the endotracheal tube and locking the fastener onto the holder. No adverse effects to pt were reported.

Manufacturer narrative:
Device evaluation: no sample device was received for investigation. However, smiths medical's investigation of similar issues has identified that a new tool, commissioned in (B)(4) 2011, may have allowed for variation in fastener/cylinder dimensions during production. Use of a bore gauge has been added to the production process to confirm the inner diameter of the tracheal tube when locked with the holder. This test will also confirm the fastener's inner diameter and its ability to properly assemble to the tube and holder. Production with the new mold tool has ceased and production with the previous mold tool (pre (B)(4) 2011) has re-commenced. Smiths medical recalled specific lots for this issue on 07/10/2014.